Event description:
It was reported that the patient had the system removed because the stimulator was "sticking out of her body". It was reported that the device "was not put in properly and the lead was not long enough". Following removal the wound was healing well one week post-op. Two weeks pos-top the patient reported pain in her back and legs. The patient was taking inderal, xanax, zanaflex, topamax, duragesic patch, zoloft and vicodin. There was slight fluctuance at the old neurostimulator pocket site, a probable seroma. The physician reported they would watch it. No final patient outcome was reported.